Manufacturer narrative:
H.6. Investigation: bd received 1 sample from each lot for investigation. Upon evaluation of the customer returned samples, the customer¿s product issue was not observed during visual inspection of the product. A review of the process capability data for the additive dispense equipment used to manufacture the affected lots was within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported with the use of the bd microtainer® map microtube for automated process k2 edta 1.0 mg had clotting/micro clots/fibrin clots. This event occurred 4 times. The following information was provided by the initial reporter: the customer stated "sporadic clotting issues with product 363706 over last 8 months. Most recently with lot no. 0045093. 11/06/2020 the customer sent an email, and had no additional information.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0045093, medical device expiration date: 2021-08-31, device manufacture date: 2020-02-14, medical device lot #: 0045090, medical device expiration date: 2021-08-31, device manufacture date: 2020-02-14, medical device lot #: 9115856, medical device expiration date: 2020-10-31, device manufacture date: 2019-04-25, medical device lot #: 9309955, medical device expiration date: 2021-04-30, device manufacture date: 2019-11-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd microtainer® map microtube for automated process k2 edta 1.0 mg had clotting/micro clots/fibrin clots. This event occurred 4 times. The following information was provided by the initial reporter: the customer stated "sporadic clotting issues with product 363706 over last 8 months. Most recently with lot no. 0045093. 11/06/2020 the customer sent an email, and had no additional information.